Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that liquid leakage was detected from the tube at the connector joint. The event occurred during priming; there was no patient involvement.

Manufacturer narrative:
D3, d5: updated. H3 and h6 codes: updated. One (1) used sample and twenty-two (22) unused samples were returned for evaluation. Lot history was reviewed. Visual inspection of the one (1) used sample revealed no damage or abnormalities. Functional testing was conducted, during which leakage was observed at the interface between the tubing and the female luer on all cassettes during the filling process and the tube-to-luer bond revealed inconsistent solvent coverage. Out of the twenty-two (22) unused samples evaluated, two samples (sample 8 and sample 14) failed testing. The reported leakage issue was confirmed. The probable root cause is due to a solvent application error during manufacturing.